Event description:
Healthcare professional reported when the patient returned from a 46 hour infusion with the pump, only 40ml of the 60mls had been infused. Pump was appropriately programmed but had 20mls left. Patient said it did not alarm through the night. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.